Event description:
The device was implanted in a patient with an open abdomen with no primary closure possible. The physician stated the device was too small for the wound as the wound had increased in size since he ordered the device. The device was sutured tightly to the edge of the wound border and the skin, with direct contact with small bowel. The physician was unable to cover the wound with peritoneum, fascia, or skin. Wound vac was applied. As the wound size decreased, there was wrinkling of the device, which was excised. A hole formed in the device 4 weeks post-operatively. Granulation developed only from the side of the wound border. Progressive excision of the remaining device continued for the 6 week surgical treatment period. A population of (B)(6) was present for the entire 6 week duration of the treatment. This complaint was evaluated to be unrelated to the device and related to surgical technique and post-operative complications. Lifecell is now reporting this as a malfunction. Hole in device, with serious injury (medical intervention). As a result of a recent gap assessment, process improvements were made to the lifecell complaint investigation process and the FDA reporting procedure. This report is being filed retrospectively as part of a CAPA that resulted from this gap assessment.

Manufacturer narrative:
Review of information as reported to lifecell. After multiple unsuccessful attempts, no lot/serial identification, no lot/serial identification number was provided. Conclusion: device failure/lack of effectiveness related to the patient condition. Operational context contributed to the event. Based on the information as reported, including the report that the device was too small for the defect, the resection of "wrinkles" in the device and post operative complications related to the patient's condition (presence of infection, open abdomen, and surgical technique) directly contributed to the event.